Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intracranial hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01014. Device discarded by hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter and a penumbra system 5max ace reperfusion catheter. The procedure was successful and there were no procedural complications. However, a noncontrast computerized tomography (ncct) performed the day after the procedure revealed an intracranial hemorrhage. The patient was discharged to an acute rehabilitation facility a week post procedure. The committee reviewed the event and determined the event to be a non-serious adverse event. The committee adjudicated the event with a possible relationship to the penumbra system, possible relationship to the angiographic procedure, possible relationship to ivtpa, and possible relationship to index stroke.